Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
Per medwatch mw5153659; it was reported that during a surgical procedure, it was noted that the bur broke and all bur fragments were retrieved successfully. No further information was provided.

Manufacturer narrative:
H10 lot number of device is unknown - full UDI is not available. H6: the quality investigation is complete.

Event description:
Per medwatch mw5153659; it was reported that during a surgical procedure, it was noted that the bur broke and all bur fragments were retrieved successfully. It was also reported the event contributed to a minor delay of unknown duration to swap out the bur. It was further reported that no adverse consequences and no medical intervention occurred as a result of this event. It was further reported that the procedure was completed successfully.